Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The customer declined repair of the device. They are going to scrap the unit due to end of support at end of year 2018. The device was removed from service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During preventative maintenance of the device, the field service engineer (fse) noted the device failed the o2 flow accuracy test. There was no patient involvement.